Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found that there was a recharger antenna failure and there was a low test reading of 0. There were also scratch marks on the device and it was scrapped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that for about the past two weeks, pt has been experiencing difficulties charging their ins. Caller stated that the recharge quality toggles between poor, good and excellent without pt even moving. Caller stated that they met with pt for further troubleshooting today and was able to begin charging normally but the recharge quality toggled back and forth without moving the recharger at all. Caller also stated that pt has noticed the recharger becoming warmer than usual at times while charging their ins. Pt called back stating they received a recharger from repair but now keeps getting rm03 with the new rtm. Pt saw no damage. Consulted with repair. An email was sent to repair to replace the controller. See sn in secure note field pt called back stating they received the replacement controller and paired it to their implant. Pt stated they were still seeing rm03 message. Agent looked through pt history and pt is currently using their replacement controller and an recharger exchange unit. Agent emailed repair to replace pt recharger.